Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and a decrease in the impedance. A possible micro dislodgement was suspected due to a patient fall tree months prior to this event. The lead remains implanted and the device was reprogramed. No additional adverse patient effects were reported.